Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA other UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #04.027.035s / lot#l426577 manufacturing location: (B)(4). Manufacturing date: 24 may 2017, exp date 01 may 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a proximal hip surgery the proximal femoral nail antirotate blade (pfna) did not lock sufficiently. Another blade was unpacked and that one did lock properly. No surgical delay is reported. No information about patient condition and outcome received. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age reported as older than 90 years. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in netherlands as follows: it was reported that during a proximal hip surgery the proximal femoral nail antirotate (pfna) blade did not lock sufficiently. The blade was removed, another blade was unpacked and that one did lock properly. Surgery was completed successfully with a delay of approximately 15 minutes.

Manufacturer narrative:
Returned device was forwarded to the manufacture site for investigation. As received condition of device: the product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible on the blade. The blade could not be removed easily due to the blade was jammed. The cause why the blade was jammed was that the endcap, which was put in the sleeve and was also turned in the sleeve. A DHR review was performed for the affected work order (B)(4) /lot l426577 (blade), (B)(4)/lot l110671 (blade), (B)(4)/lot l408250 (sleeve), (B)(4)/lot l408846 (endcap) and (B)(4) /lot l361244 (screw) no abnormalities or deviations were detected, which could lead to the complaint failure. As relevant for the complaint condition; ¿the blade could not be locked¿, the following features; inner profile, outer diameter and two position/distance were identified and measured. The relevant dimensions were measured according to the drawings, all dimensions have passed its specifications except for the surface profile inner 8.05 which has failed through the optical measurement system. Afterwards, a measurement with a specific 3d measurement system was performed at the height of 11 millimeters of the sleeve. As this point the citrus shape of the sleeve is according to its specifications from the inspection sheet. However, at the top; the citrus shape has bigger diameter, this was tested with the 3d measurement system; which indicates that the sleeve was received deformed from the top. The reason why the feature is failed was that the endcap was turn in the sleeve applying excess of force. Through the turning the citrus shape was deformed. It is not possible that the endcap was turning during assembling during manufacturing process because the blade was assembled through instruction for assembling. In this instruction states that the blade must be easy to move during assembly. And the blade is tightened with a torque screwdriver with 40 cnm. 40 cnm is just for assembling the blade and is not possible to apply excess of force. Besides, during the manufacturing process the lot (sleeve l408250) was inspected through the inspection sheet. They have meet its specifications. Therefore, the product was manufactured according to its specifications. The raw material certificates were checked and all used raw material has fulfilled the specifications. On the basis of the investigation results, this complaint is confirmed, since the products were difficult to disassemble for its investigation. However, according to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and we have clarified why one feature has failed its measurements and this is not related to a manufacturing failure. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. Corrected data: concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: pfna nail (part and lot unknown, quantity 1).